Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation procedure, skiving occurred. Transseptal puncture was performed using a non abbott needle through the sheath which had been reshaped. The needle was advanced across the septum into the left atrium (la) followed by the dilator. The needle was removed and the wire was reinserted into the dilator but it wouldn¿t advanced out of the tip. The sheath was advanced into the la and the dilator was then removed. Upon inspection it was noted that the dilator had plastic debris at the tip. Another sl0 dilator was used to continue the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6. One 8f swartz braided introducer sheath and dilator were received for evaluation. Skived material was also returned. No resistance was noted when a guidewire and brk needle/stylet assembly from current inventory were advanced through the returned dilator/sheath assembly; however, the dilator tubing was cut lengthwise and evidence of skiving was noted along the inner wall of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving and insertion difficulty remains unknown. The IFU states: during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. (Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator).